Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was evaluated by baxter. The evaluation found the link to be binding. The link's inability to slide is caused by the slide screw of the link to be out of adjustment. Adjustment of all link screws eliminated the symptom. The link screws have been replaced and the unit was reworked.

Event description:
During the evaluation for c# (B)(4). The spectrum pump displayed "door not fully latched" alarms. There was no pt involvement.